Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) set with cassette had leaked. This occurred during the final drain cycle of pd therapy while the patient was connected. The patient stated that the patient line became disconnected from the transfer set because he did not tighten it enough. The patient stated that after the event he was given prophylactic antibiotics as a precaution. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.